Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The customer noticed a dripping nozzle on a washing mechanism. The sample initially resulted in a calcium value of 1.69 mmol/l and repeated as 2.46 mmol/l. The calcium reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The field service engineer determined there was a valve failure. The valve was replaced and there was no further evidence of the nozzle dripping. The vacuum tubes were removed and cleaned. The water and detergent levels were adjusted to specification. A mechanism check was performed and all was ok. The customer ran calibration and controls; all were ok. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The evaluation result code and evaluation conclusion code have been updated.